Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent difficulty pressing the pump wake button. Blood glucose was 71 mg/dl. Customer continued to use pump for insulin therapy.